Event description:
Medtronic received a report that the operator planned to perform intracranial aneurysm embolization using coil (with a stent prepared for assistance). After filling (deploying) the axium prime bare 3d coil, it failed to stabilize. The operator attempted to retrieve the coil and redo the embolization but found that the coil seemed to be stuck and could not be retrieved. Attempts to withdraw the microcatheter and the coil resulted in the coil detaching from the push rod. Coil separation/break/premature detachment was reported. The operator used another microcatheter to secure/remove the coil with a stent and removed the entire system together. There was no surgical or medicinal intervention required. The pushwire was bent or broken. There was no friction or difficulty during coil delivery. The physician did not attempt to detach the coil or rotate the delivery pusher during the procedure. Continuous flush was administered during the procedure. Additionally, premature tip detachment was reported for an echelon 10 microcatheter. There was friction or difficulty during injection and force was applied during removal. The catheter tip was not entrapped/stuck, there was no vasospasm, and no surgical or medicinal intervention was required. The tip of the microcatheter was not left in the patient. The coil and microcatheter were replaced with non-medtronic products to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing embolization surgery for treatment of an unruptured, saccular/fusiform, left anterior communicating artery aneurysm with a max diameter of 5.58 mm and a 2.68 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. Femoral artery access vessel diameter was 8.86 mm. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). Ancillary devices included navien (rfx072-115-08mp, lot d015043) intracranial support catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis as found condition (condition of returned device): both the axium prime device and echelon-10 microcatheter were both returned for analysis within a shipping box, a sealed plastic biohazard pouch, and both devices within the same dispenser coil. No introducer sheath was returned. Visual inspection/damage location details: no damage or irregularities were observed with the hub. The catheter body was found to be kinked at ~33.5cm and kinked at ~60.2 from the hub. The distal tip was found to be slightly damaged. No other anomalies were observed. Testing/analysis (including sem reports): the echelon-10 total length was measured to be ~152.2cm, and the usable length was measured to be ~144.8cm which were both within specification. During testing, the echelon-10 was able to be flushed with water. Next an in-house concerto device was hydrated. The in-house concerto device met resistance within the catheter body at the damaged segment. No further testing was able to be performed. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter resistance during device delivery¿ was able to be confirmed, as resistance was able to be reproduced within the catheter body. A few possible causes of catheter resistance are, but not limited to, patient vessel tortuosity, catheter damage or device damage, and/or guidewire or delivery system damage; however, the root cause for resistance was unable to be determined. Based on the device analysis and reported information, the customer¿s report of ¿catheter resistance during device retrieval¿ and ¿ catheter separation¿ were both unable to be confirmed. No break or separation was found with the echelon-10 microcatheter. The device returned as a whole piece; in addition, the echelon-10 microcatheter was returned damaged. The report mentions that ¿there was no obvious kink/damage observed to the coil or catheter after removal¿, which was unable to be confirmed, as the catheter body was found to be kinked (damage) in multiple locations. During testing the cause of the resistance was caused by the damaged catheter body. The cause for the damage was unable to be determined. The navien (rfx072-115-08mp, lot d015043) intracranial support catheter mentioned in the report was not returned; therefore, any contribution the device had towards the resistance/damage was unable to be assessed. The echelon-10 microcatheter was found to be compatible with the navien guide catheter. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU); in addition, a continuous flush during the procedure was mentioned in the report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported clarification that the "unstable" axium coil repeatedly herniated into the parent vessel after forming a loop in the aneurysm. The coil was the first to be used in the procedure. Resistance during coil retrieval occurred at the distal end of the echelon microcatheter. The coil had pushed out of the introducer sheath smoothly. There was no obvious kink/damage observed to the coil or catheter after removal, however, there was a kink observed at the proximal end of the coil push rod. The broken segment of the coil was removed together with the echelon microcatheter after a stent was deployed through another microcatheter to secure the broken coil. There was no resistance retrieving the echelon. The cause of the event was not determined.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.